Manufacturer narrative:
Journal reference: tsai st, lin sh, lin sz, chen jy, lee cw, chen sy. Neuropsychological effects after chronic subthalamic stimulation and the topography of the nucleus in parkinsons disease. Neurosurgery 2007; 61 (5): e1024-e1030.

Event description:
Tsai st, lin sh, lin sz, chen jy, lee cw, chen sy. Neuropsychological effects after chronic subthalamic stimulation and the topography of the nucleus in parkinsons disease. Neurosurgery 2007; 61 (5): e1024-e1030. The article describes the results of a retrospective study of 38 parkinsonian pts who underwent bilateral stn-dbs. The aim of the study was to try to address the correlation between the electrode location within the stn and the development of postoperative neuropsychological events after chronic stimulation. Eight pts experienced neuropsychological side effects. A man being treated with unilateral deep brain stimulation (dbs) for symptoms related to tremor-dominant parkinsons disease developed hypomania, general anxiety and l-dopa drug abuse within 3 months of stimulation. Motor control with stimulation on remained good. Medication induced a severe uncontrollable dyskinetic movement. He was taking 4mg of pramipexole and 8mg of trihexyphenidyl per day after psychiatrist consultation.